Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a navicular fracture case, the surgeon pre-drilled with a 2.7 drill bit for a 3.5 headless screw. During insertion, the screw broke about 10mm into the navicular. The surgeon was unable to drive the screw out or remove it. About 14mm of the screw was left in the bone and the surgeon ended up opening a synthes small fragment tray and used a 4.0mm screw from there. Patient is female.